Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that loss of capture was observed. Prior to the scheduled lead revision, the patient presented to the ER. A perforation was confirmed via x-ray. A pericardiocentesis and sternotomy was performed to repair the perforation. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.